Event description:
The clinician started the IV and retracted the needle, but could not find the catheter. A cut down was performed on the pt in 2008, and the catheter tubing was not found in the pt. The catheter was later found on the retracted needle within the safety barrel.

Manufacturer narrative:
A prepaid mailing tube and label was sent to the customer for the return of the sample. Customer stated they are doing an internal investigation and will send the sample after their investigation is completed. Upon completion of the investigation, a supplemental report will be submitted.